Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine in-clinic follow up, post-paced t - wave oversensing and post-sensed t-wave oversensing were noted on the device. Programming changes were made and the issue was resolved. The patient was stable.